Manufacturer narrative:
Concomitant product(s): a 693665 lead, implanted: (B)(6)1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an immediate rise in pacing thresholds to high measurements and has been slowly coming down since. The lead remains in use. No patient complications have been reported as a result of this event.